Manufacturer narrative:
On 4/29/16 integra investigation completed. Manufacture date unknown. Method : failure analysis, device history evaluation. Results : failure analysis - suture passer returned in used condition, wear and broken tip, not showing any unusual markings. The complaint report is confirmed. Device history evaluation - DHR review was completed with all history available. Nonconforming product report / nonconforming material report history: there is no applicable nonconforming product report / nonconforming material report history. Variance authorization / deviation history: none. Engineering change order/manufacturing change order history: there is no applicable engineering change order/manufacturing change order history. Corrective action preventive action history: none. Health hazard evaluation history: none. Conclusion : the root cause has not been identified as a workmanship or material deficiency.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Dealer initially reports device broke during surgery - tip snapped off. On (B)(6) 2016 customer reports eyelid surgery being performed. Broken piece retrieved without problem, no harm done.